Event description:
The customer reported that the bed does not lift/descend. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the lift/descent and took monitor cards. The system is now operating as intended.